Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in the left anterior descending (lad) artery. A 2.25x32mm promus element drug-eluting stent was advanced to treat the lesion. It was noted that the stent was dislodged while passing through the lesion; however, remained on the stent delivery system and did not remain in the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had not dislodged, it was still in the proper location. There was no sign of damage, stretching or lifting of the stent struts. Damage was noted at the distal edge of the bumper tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the length of the catheter. A visual and tactile examination found several mid shaft kinks, proximal to the port bond. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in the left anterior descending (lad) artery. A 2.25x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. It was noted that the stent was dislodged while passing through the lesion; however, remained on the stent delivery system and did not remain in the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.